Manufacturer narrative:
No facility information was provided in the sus voluntary event report. Without the return of the product, it is not possible to determine if damages or defects existed on the product. If the product is returned a supplemental report will be submitted with evaluation results. A device history record review was completed and documented that the device met all specifications upon distribution. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported, in a sus voluntary event report #mw5070811, that during use an attempt was made to advance a fogarty catheter into the superficial femoral artery, which appeared to advance for approximately 5-10 cm. The balloon was then inflated and began to retract. The balloon would not deflate. The clinician was unable to remove the clot and the balloon catheter itself. Attempts were made by aspirating the plunger, but the balloon would not deflate. Eventually the catheter was pulled back and the balloon became dislodged from the catheter shaft. The residual portion of the balloon could not be identified. Attempts were made to pass smaller balloons to try to recapture the tip, which was unsuccessful. There were no patient complications reported. Unknown if device is available for evaluation. No facility information was provided on the report, therefore event, patient and facility information are unavailable.